Event description:
This will be filed for lock line removal difficulty. It was reported that on 7/6/2022, a patient was presented with grade 4+ functional mitral regurgitation (mr). There was a big jet that required 3 clips. The first two xtw mitraclips were successfully implanted, but there was difficult removing the lock line. Both were tangled up, knotted, and extra line was wrapped around the plastic cover. There might have been a misstep with the instructions for use during handling of the lock line. The lock line was successfully untangled, and both clips were deployed and stable. During third clip implant with a nt, there was no issue with deployment. All procedures were followed per IFU, including lock line removal. There was no issue visualizing the clip and all views were satisfactory. About 30 seconds after deployment, an single leaflet device attachment (slda) occurred and the clip was detached from the posterior leaflet. The nt was close to the commissure, so it was decided not to implant an additional clip. The mr was reduced to grade 2. There was no tissue damage observed, no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional mitraclips referenced in b5 are being filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported physical resistance/ sticking appears to be due to the tangled lock line. A cause of the reported material deformation (lock line, tangled and knotted) could not be determined. The reported improper or incorrect procedure or method was associated with the user error of continuing with lock line removal when the lock line was tangled. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.